Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, a broken screw was discovered via radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, a broken screw was discovered via radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. The device was not returned for evaluation as it currently remains implanted in the patient with no scheduled plans to revise.the device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.